Event description:
(B)(4). Migraines, hair loss, constant cramping, easy bruising, (B)(6) gained, constipation, bloating, fatigue, mood swings, horrible menstrual cycle. Ob/gyn implanted, insurance paid for essure.